Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. A customer contacted the esp line regarding a gas loss alarm on an intra-aortic balloon pump (iabp). The caller, (B)(6) (rn in ICU), reported the pump had been in standby for 13 minutes and the physician was enroute to remove it. The support representative explained that if therapy was complete, removal was appropriate; otherwise, the pump could be restarted if standby time was under 30 minutes. A troubleshooting process was guided remotely: checked helium tubing for blood/discoloration and used the iab fill key and restarted the pump. The pump resumed operation without issue and no patient harm or injury occurred. The nature of the alarm was discussed, but no clear clinical cause was identified. (B)(6) was advised to call back if the alarm recurred frequently. Based on the description, the gas loss alarm was likely triggered by a temporary or minor helium pressure fluctuation or sensor sensitivity, not associated with a clinical issue or hardware failure. The absence of blood/discoloration and successful restart suggest the alarm was non-critical and recoverable. The esp representative guided the nurse on preforming a fill which resolved the gas loss alarm. There was no malfunction of the iab; rather, the customer required assistance to navigate the proper use of the device. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
It was reported that the after inserting the sensation plus intra aortic balloon(iab) catheter had a gas loss alarm had been in standby for 13 minutes. Customer stated they had called the physician, to remove the balloon pump. And it was explained them if therapy was complete, then they could remove the balloon. However, if the balloon had been in standby for less than 30 minutes then we could restart the pump. It was verified there was no blood or discoloration in the helium tubing. The pump resumed without issue. There was no harm or injury reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (Tw : (B)(4)).